Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Initial reporter address line 1: (B)(6). Initial reporter address line 2: (B)(6). Foreign state: (B)(6). International zip code: (B)(6).

Event description:
It was reported that during a shoulder rotator cuff repair, the machine showed an e8 error. No patient injuries were reported. Delay greater than 30 minutes was reported. No back-up device was available to complete the surgery.

Event description:
It was reported that during the surgery the machine shows e8 wand error. No patient injuries were reported. Delay greater than 30 minutes was reported. No back-up device was available to complete the surgery.